Event description:
It was reported that the healthcare provider (hcp) programmed a 100mcg bolus and then the patient had a seizure. The patient responded to bolus of baclofen and the hcp was unsure if the seizure was caused by the decrease in oral baclofen that the patient was given. The hcp obtained the session data report on the programmer and it was determined that the bolus was programmed correctly. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).